Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Visual inspection revealed that the catheter and connector were not assembled. The catheter was loose within the bag. The connector was in the fully engaged position (closed) upon receipt. During the dimensional evaluation, all samples were found to be within specification. The returned sample was tested as an assembly (catheter to a detachable hub). The assembly failed to remain assembled when tested with 5n weight. While consideration may be made to account for the condition of the used samples prior to testing, the separation of the components confirmed the complaint. However, the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that there was an epidural disconnect with the new individually-packaged connectors. No patient injury was reported.